Event description:
It was reported that loss of capture was observed on the left ventricular lead. It was also reported that the patient previously experienced diaphragmatic stimulation. The lead was repositioned and remains in use. The right ventricular output was reprogrammed to avoid extra cardiac stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.